Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the knife was bent. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. Male patient the patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. The device is stated to be returning for investigation.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload was partially fired and some staples protruding. The knife assembly was bent. Functional testing was precluded due to the observed damage. Replication of the bent knife assembly may occur if excessive force is applied to advance the firing knob during application over a thick tissue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.